Event description:
Using combi set hemo-dialysis blood tubing set and transducer protectors. Filled dialyzers with air posing air emboli threat to pt. Line was visually intact with no obvious loose connections.